Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers pump doesn't work and was not effective. No additional patient or event information was provided. There was no reported adverse impact due to the reported issue. Reportedly, the customer declined troubleshooting with tandem technical support.